Event description:
The handpiece became hot and burned the pt's lip and tongue. The burns were the size of a dime. Ointment was ice were applied to the burn.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.